Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vtich12.6 implantable collamer lens of 5.50/4.0/113 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6)2024. Low vault was noted, the reporter stated, "lens without vault glued to lens". The lens was removed and replaced intra-operatively with a lens of longer length. Problem resolved. The cause of the event was reported as unknown.